Event description:
It was reported that pump displayed malfunction alert labeled malf 0 without any notable events occurring beforehand, and the issue did not cause customer¿s blood glucose to rise to a dangerous level. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup therapy, and technical support arranged pump replacement under warranty, confirmed shipping details, instructed customer to place pump in storage mode before return, advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device, and requested return of problematic pump using prepaid label within 10 days, which customer understood and acknowledged.